Manufacturer narrative:
Service was not dispatched for this event. A definitive root cause has not been determined to date for this event.

Event description:
The customer reported a lower that expected alpha-fetoproteinon (afp) result generated on a unicel dxl800 access immunoassay system for one hospital patient sample. The initial result was reported out of the laboratory. The patient was sent to another hospital and a second sample was drawn. The afp results for the second sample, generated from the second hospital's instrument, were higher. Based upon the second hospital's result, the initial, low result was repeated three additional times on the primary hospital's same instrument in a variety of dilutions. The afp results varied widely, exceeding the assay's precision claims. It is unknown as to whether the patient was sent to the second hospital based upon the initial low afp result. It is also unknown as to whether patient treatment was given or modified based upon the low afp result, however it was assumed as impacted for the purposes of this report. No patient information, system information or sample collection/handling information was provided by the customer.